Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 450 mg/dl at the time of the incident and were treated with insulin pen and syringe. The range of the customer¿s blood glucose was between 250 mg/dl and 450 mg/dl. The customer informed that they were having a problem with the insulin pump. It has been letting the sugar run high and it was difficult to get it down. The customer reported that the insulin pump system was using the insulin pump in use within 48 hours of reported high blood glucose event. The customer does not allege that the insulin pump was under delivering. The customer stated that the drive support cap appears normal or slightly indented. The customer stated that the insulin exited at the quick release. The customer was advised to change the entire set, reservoir and insulin and treat as per the healthcare professional¿s instructions. The device will not be returned for analysis.